Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the lead implant procedure, the lead was repositioned several times. Ultimately, acceptable parameters were obtained. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.